Event description:
A home patient (hp) contacted baxter to report feeling overfull as therapy progressed with the homechoice machine. The maximum fill volume that can be programmed in the machine is 3l. Although the hp's fill volume is unknown, it could not have been greater than 3 l. The hp reported she performed a manual drain after a few cycles (she could not remember specifically how many cycles) and drained approximately 5.5 l of solution, indicating an overfill. The patient reported that in her previous therapy session, the machine went from the drain cycle to the fill cycle within one minute (on more than one cycle). No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: the homechoice (hc) machine was received and evaluated by baxter. The machine passed a one hour therapy session with no errors. The hc passed accuracy testing. An electrical safety test and a functional check were completed as required. The most probable cause of the overfill was determined to be the home patient bypassing the initial drain cycle of a tidal therapy as well as bypassing manual drains before they were complete.